Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade IV, an oily cyst, and calcifications. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, d9, g1, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Cyst: unable to confirm as it is a medical event not related to the device. Calcification: no observed. Additional observations: brown particles on the surface of the shell. Crease flat observed.

Event description:
Healthcare professional reports right side capsular contracture, baker grade IV, an oily cyst, and calcifications. The device has been explanted.